Event description:
It was reported that the patient underwent "anterior interbody fusion with plate, interbody peek cage at l4-5, xlif approach." Post-op, the patient developed chronic pain, sciatica and urinary incontinence. On (B)(6) 2011, the patient underwent an unspecified procedure for urinary incontinence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2008 patient presented with following pre-operative diagnosis: degenerative disk disease, l4-l5 with lower extremity sciatica. Operations performed: anterior interbody fusion with plate instrumentation, interbody peek cage and allograft, l4-l5, via xlif app roach. It was reported that patient was implanted with rhbmp2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.